Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the pancreas to treat a walled-of-necrosis (won) during an endoscopic ultrasound (eus) pancreatic fluid collection drainage procedure performed on (B)(6) 2021. During the procedure, the stent first flange failed to expand inside the collection. When the physician adjusted the scope, the first flange moved out of the collection and fully expanded inside the stomach. The physician fully deployed the stent inside the stomach to facilitate removal of the stent and the stent was removed using a snare. The procedure was completed using a different sized axios stent. There were no patient complications due to this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."